Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, the delivery system was not returned to abbott vascular for a thorough analysis. Without the device to examine, no determination can be made as to the root cause of the reported stent movement during the procedure. As seen in other similar situations, the stent position can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, gc support, gw support, patient anatomical morphology, and patient disease state.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in unintended site. Device issue: loose stent. It was reported that the procedure was to treat a lesion in the lad. The guide catheter was deep-seated. As the mini vision was advanced to the lesion, the stent was observed to be loose on the balloon. An attempt was made to deploy the stent at this location (not in lesion), but as the balloon was pressurized, the stent jumped off. The stent delivery system (sds) was removed and a powersail balloon was used to post-dilate the stent. The final results were that the stent was partially in the lesion and partially proximal to the lesion. A second mini vision was deployed covering the distal portion of the lesion. No additional event or patient information is available.